Event description:
Ems provider inserted a 26f npa from a curaplex 36619 npa kit into a patient suffering from a heroin overdose. Upon regaining consciousness, the patient began snorting the npa and the device was sucked into the patient's nasal cavity causing the patient to complain he was being gagged. Subsequently, the patient was transported to the ER to have the npa removed.